Event description:
A customer reported she had test strips which were incompatible with her blood glucose meter. The customer was reportedly unable to perform a blood glucose test and experienced a seizure. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer also reported she self-treated by drinking juice and eating food. There was no report of death of permanent impairment associated with this event.

Manufacturer narrative:
During the troubleshooting survey, it was identified by adc customer service that the customer had test strips which were incompatible with her blood glucose meter. Adc customer service educated the customer about test strip compatibility and replaced the product. No investigation is necessary. This is the final report.